Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The lcd display was found to be inoperative. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that the display on their device is no longer functional. With the display, the user would not know which soft key to press in order to charge defibrillation energy, if needed. There was no patient use associated with the reported issue.